Event description:
Reportedly this set was used with an infusor for a terminal pt. When the nurse removed the bandage, wetness was found along with the remaining needle which was found broken at an angle. The needle fragment was not found. The pt did not report any pain. The doctor was contacted and no medical intervention was required. The pt was reported to be in "poor condition" at the time of this event and has since died. The death was not related to this event.

Manufacturer narrative:
Evaluation of returned used product confirmed a broken needle at 10x magnification. The needle broke off at the bend area. Per engineer comment, this may occur if the needle is placed in areas of the body outside of label copy reference.